Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted after patient had a graft stent. Log files captured multiple patients setting changes including intentional pump stop (f69) and low speed advisory on (B)(6) 2024 at 13:46 ¿ 14:53.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the indication for an outflow graft stent was not reported and was unable to be determined through this evaluation. Intentional pump stops with several pump speed changes were captured in the submitted log files that appeared consistent with the stenting procedure; however, the account did not confirm the cause of the pump stops. The submitted controller event log file revealed several changes to the stored patient speed and low speed limit over approximately 1 hour on (B)(6) 2024. During that time, the pump stop button was utilized to stop the pump 9 times for durations between approximately 30 seconds to approximately 4 minutes. Although a root cause could not conclusively be determined through this evaluation, these events appeared consistent with the procedure to stent the graft. The pump otherwise maintained flow above the 2.5 liters per minute (lpm) low flow alarm threshold. The system appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the submitted log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" provides an explanation of pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 ¿system monitor¿ of the IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.